Event description:
It was reported that boston scientific received a litigation notice related to this patient. On 24 april 2024, the patient with this pacemaker reported experiencing loss of consciousness and fall that led to a head injury. The patient was seen by a health care professional (hcp) who performed an electrocardiogram (ECG) and head computed axial tomography (CT) scan. The patient was also seen by the cardiologist who noted device was functioning normally. The patient noted that by (B)(6) 2024, the patient presented to the clinic with two new episodes of loss of balance with ground level falls. An ambulatory monitor device was applied, and patient cardiac activity was recorded for the week. During the follow up visit on (B)(6) 2024, the monitor had recorded multiple episodes of pacing inhibition, asystole, bradycardia, palpitations, and complete atrioventricular (av) block. The patient was directed to report to the emergency room (ER) where cardiologists determined patient heart was stopping for about three seconds, ten to twelve times a day and the pacemaker was reprogrammed. It was alleged patient experienced hypoxia and psychological events like depression, anxiety and post-traumatic stress disorder (ptsd) from the events that is managed with medication. Subsequently, the patient underwent a device replacement procedure. During the procedure, a temporary pacemaker device was used while the pacemaker was explanted and replaced with a new non-boston scientific device successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.